Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of the zoom lever; water tightness is lost, due to the wear of the angle wire; the bending angle in the up direction does not meet the standard value, the adhesive around light guide lens is peeled, both switch 1 and switch 4 have wear, the switch box has a scratch, the forceps elevator lever and the free engage knob have a scratch, the upward/downward knob and the right/left knob have a scratch, paint on the air/water cylinder and the suction cylinder (s-cylinder) is peeled, the s-cylinder is shaved, the control unit has discoloration and a scratch, the adhesive on the bending section cover has a crack, the plastic distal end cover has a scratch, the connecting tube has a scratch, the scope connector cover unit has a scratch, the protector of universal cord on the scope connector side and the on control section side both have a scratch, the forceps channel port is shaved, the scope cover has a scratch, the scope connector has a scratch, the universal cord has a scratch and wrinkle, and the grip has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.